Event description:
It was reported to MFR in 2007, that the patient, who was on a ventilator, and had a nasogastric tube, went to cardiovascular and interventional radiology (cvir) for an ivc filter replacement. When the patient was transferred to the cvir table by transport and cvir, high flow oxygen (15 liters), was accidentally connected to the nasogastric tube. The patient's ivc filter replacement procedure was cancelled. Ent and surgical physicians evaluated the patient. A CT scan revealed intraperitoneal free air. The patient required emergency surgery- partial gastric resection and repair of colonic injury performed, since there was a stomach perforation and colonic serosal tear. The oxygen flowmeter was connected to the "bubble tubing" with the "5 and 1 connector" to the nasogastric tube. No sample available, sample discarded.

Manufacturer narrative:
An investigation is currently under way. Upon completion, results will be forwarded.